Event description:
It was reported that during a coronary stenting treatment procedure, a balloon pinhole, stent damage and stent dislodgement occurred. The physician introduced the 3.50x24mm liberte over-the-wire coronary stent delivery system (sds) "below the knee" and when the physician attempted to deploy the stent delivery balloon, it was noticed that the balloon was not fully inflating. The device was removed from the patient and it was noticed that the distal end of the stent was flared. It was felt that the balloon was unable to fully inflate due to a balloon pinhole. While outside of the patient, the stent became caught on some gauze and it "stretched" and pulled the stent off of the balloon. It was noted that the stent was not loose on the balloon during the procedure. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is listed as "fine".